Manufacturer narrative:
Visual assessment of the device shows the anchor is free from the inserter but remains attached by the suture. Dimensional assessment of the anchor confirmed it meets print specification. No root cause related to the manufacturing process can be established. A potential cause for this device pulling out could be attributable to the manner the site was prepared but cannot be confirmed with the available information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the dynomite 2.0 pk pulled out of the bone hole when tension was applied to the suture. The anchor was removed and an additional bone hole was created as a result. A backup dynomite 2.0 pk was available and used to complete the procedure. There was a reported 10 min delay associated with this event. No patient impact or injury was reported.